Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes loss of atrial capture at maximum output and loss of atrial sensing at .5mv.